Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient had a conserve hip system implanted in his right hip on (B)(6) 2010 and had a right hip revision surgery on (B)(6) 2013. Reasons for revision surgery are unknown.

Manufacturer narrative:
See investigation attached.